Manufacturer narrative:
H3 other text : the device was evaluated by a third party service center.

Event description:
A dreamstation auto CPAP was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected. The complaint was confirmed, and an error code was present. There was also evidence of foam degradation and foam particles were visible. The device was scrapped.